Manufacturer narrative:
Information was received via medwatch report #mw5058154. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that x-rays show loosening and the patient is experiencing recurring pain, stiffness, and instability which is getting worse.

Manufacturer narrative:
Upon receipt of additional information, the information provided on this form is a duplicate of manufacturing report number 1825034-2016-01393.

Manufacturer narrative:
As the related product or pictures of the related product were not returned the condition of the product is unknown. As the part numbers of the product are unknown, a device history records review could not be completed. These devices are used for treatment a complaint history search could not be completed as the part and lot number combination of the related product is unknown. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.